Event description:
It was reported that the user experienced a brief sensor issue and signal loss while using a dexcom g7, for which the responsible receiving device was not identified, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices and an intermittent communication failure associated with the antenna and the electrical or magnetic component domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.